Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated the air bubbles were smaller than a pea in size. Customer did not have a plunger at the time of the call to troubleshoot for their air bubbles. The customer stated they would call back once they have a plunger. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.